Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/20/2023, it was reported by a sales representative via sems-06036519 that an ar-9165cdg universal revers baseplate impactor had a cracked end. This happened during a case but they used an instrument from an alternate tray. This occurred during use in an unspecified procedure with no patient harm. Additional information has been requested. On 9/22/2023, the sales representative provided the following information via phone: this occurred during a reverse total shoulder procedure on (B)(6) 2023. The blue piece cracked and broke off inside the patient. All fragments were retrieved. The procedure was completed successfully. The bone quality of the patient was not provided. There was no adverse effect to the patient, and no case delay was reported.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing was not performed on the returned ar-9165cdg due to the damage to the impactor head of the device. Visual inspection noted that the connection tabs on the impactor head of the device is damaged/broken. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.